Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 51-52 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.